Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's pump had "flipped in the past". The pain mgmt physician stated that the pt needed her pump explanted. The pt's pump had not been refilled or serviced in yrs. The physician stated that the pt's battery was dead. The pt was having difficulty locating a physician to explant her device. The medication being delivered via the device system was not reported.